Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, vaginal itching, urinary frequency, dysuria, cough and low back pain. Concomitant products included naproxen. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) - uti"), depression ("depression"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, depression, migraine, headache, nausea, fatigue, weight decreased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, depression, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 162lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2020: 1. Retroverted uterus that sounded to 12 cm 2. E sure in the left fallopian tube os 3. Proliferative endometrium 4. Small polyp near the left os. Ultrasound scan vagina - in 2017: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, vaginal itching, urinary frequency, dysuria, cough and low back pain. Concomitant products included naproxen. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) - uti"), depression ("depression"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, depression, migraine, headache, nausea, fatigue, weight decreased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, depression, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2017: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received .case became serious incident because of essure removal. Reporter information added and essure removal date and removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.